Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms (alarm 06) occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of these alarms. Customer's blood glucose level was between 200-250 mg/dl. Reportedly, the customer successfully reloaded the second cartridge to address the issue.